Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pacemaker changeout, the programmer's session had froze after the new pacemaker was connected to the existing leads. A white screen displayed with the message: "an unexpected error occurred". It was also noted that a ventricular threshold test was being run at the time of the error. The session was then restarted, and the procedure was completed without further issue. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.